Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no devices were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2012. Via tha. It was reported that the revision surgery was performed on (B)(6) 2018 by replacing the head (p/n: 962711000), the liner (p/n: 121887350) and the neck (p/n: 900534210) on patient¿s right hip joint due to osteolysis, loosening, and suspected metallosis. There was a request from the surgeon to investigate that whether the occurrence of pseudotumor was due to mom or head neck junction. The surgery was completed without surgical delay. No further information was provided by the hospital. Upon completing your investigation, please return the samples.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the device was conducted by bioengineering and a report was received stating; it was unlikely that a manufacturing defect was present depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip visual inspection received. As per investigator's review, implant wear was indicated between the head and liner bearing surfaces.